Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and insulin delivery was suspended. Reportedly, the customer was walking to their car and does not recall any issues or notable events prior to the malfunction. There was no impact to the customer's blood glucose levels. Customer reverted to manual injections for management of blood glucose levels.